Event description:
It was reported that a device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro laa closure device was implanted on (B)(6) 2025. The patient was discharged. At a (B)(6) 2025, at a routine follow-up computed tomography (CT) scan, a 2mm leak was observed. On (B)(6) 2026, during a routine follow-up CT, a 3.2mm leak was noted. On (B)(6) 2026, during a planned intervention procedure to close the leak in the laa, physician selected a lariat device, a non-boston scientific (bsc) laa exclusion system to lasso around the middle of the 35mm watchman flx pro closure device. During this procedure the non-bsc laa exclusion device slipped, and as a result pinched the distal end of the 35mm watchman flx pro closure device. Using tee to assess the size and leak following the intervention, a 1mm leak was noted. Patient is expected to fully recover and is scheduled for a future routine follow-up.